Manufacturer narrative:
No pt sample was returned for testing. Product support tested in-house cal h (positive control) and cal z (negative control) on retain lot w48339. Results for tni recovery are below: cal h: all 3 replicates tni results were within the mfg 1sd range. Cal z: ps observed all data points for cal z to be below the mfg cut off of 0.10ng/ml. Unable to determine cause of customer's positive result w/o sample. Medical list does not show any known interfering drugs. No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported false positive troponin I (tni) results on triage cardioprofiler test vs. Clinical lab results. A (B)(6) female with history of hypertension and obesity was brought to the emergency room with light-headedness and dizziness. In the emergency room, the pt was found to have elevated troponin I and elevated blood pressure. Pt was admitted for workup and eval. A CT scan was performed on to address the pt's dizziness; an x-ray was done to address a cough. Pt was discharged on (B)(6) 2011.